Event description:
It was reported to covidien in 2009 that a customer had an issue with a vistec sponge. The customer reports sponge not visible in x-ray.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.